Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that he got an electric shock on his thigh from their freestyle libre 2 reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader; no issue was observed. No evidence of getting electric shocks at irregular intervals was observed. The reader was sent for further investigation and de-cased. Visual inspection performed on the de-cased sensor¿s printed circuit board assembly (pcba) and no damage was observed indicating that smoke or electric shock could not have been produced from the reader. The off current was measured to be within specification. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that he got an electric shock on his thigh from their freestyle libre 2 reader. There was no report of death, serious injury, or mistreatment associated with this event.